Manufacturer narrative:
(B) (4): evaluation results: moderate tortuosity, no calcification, and aortic neck angulation was 45 degrees. Ruptured vessel/aneurysm.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm and an aneurysm in the left iliac is 5.5 cm. Vessel morphology was reported as moderate tortuosity, no calcification, and aortic neck angulation was 45 degrees. Aortic neck diameter at the renal arteries was reported as 32 mm, 20 mm below the renal artery was 32 mm and 20 mm in length. The physician coiled the hypogastric artery prior to the stent graft implant. Upon final angiogram, there was a proximal type I endoleak. (Mfg #2953200-2010-00179). The physician inserted an aortic cuff and modeled the cuff with a reliant balloon, unk if the type I endoleak was resolved at this time. When the balloon was deflated the pt lost blood pressure. (MFR #2953200-2010-00181). The CT demonstrated that the aortic neck had a small perforation. The balloon was re-advanced to stabilize the pt and the physician placed another MFR's stent graft up to the renal artery and the perforation was resolved. It was reported that the pt expired five days post stent graft implant. The cause of death was not reported.